Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold and low amplitude/poor morphology. Additional information indicated that the lead was dislodged that caused the high threshold and low amplitude. The ra lead was abandoned surgically. No additional adverse patient effects were reported.